Event description:
On (B)(6) 2021 the customer alleged to medela llc via email that her pump in style maxflow breast pump had low suction and she had mastitis twice while using it.

Manufacturer narrative:
Customer service responded to the customer via email with common troubleshooting tips and asked her to call in if she needed further assistance. In follow up with a complaint handler on november 5, 2021 the customer indicated she had mastitis twice on (B)(6) 2021 and again on (B)(6) 2021 when she had been in severe pain with flu like symptoms. The customer indicated she was thankful for our help and would call in to customer service for assistance. As of the date of this report the customer has not called in to customer service for assistance. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.